Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual and functional examination and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "after puncture, the blood flows into the arterial blood sampler. After the blood fills the lumen of the arterial blood sampler, the blood overflows from the piston. , because the arterial blood collection must be isolated from the air, but the piston of the arterial blood collection device has blood overflowing and cannot be isolated from the air, so the patient is punctured again, causing the patient to be dissatisfied."